Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a herniorraphy procedure on (B)(6) 2024 and absorbable straps were used. The device presented failure at the time of use. When triggering the stapler, it did not perform the full grampiness of the screen. After removing the stapler from the cavity, the product loosened some staples, again it was placed in the cavity and when activating it for the second time the equipment stopped completely, making it impossible to use it. The doctor completed surgery without the product, and it was not necessary to replace it with a new stapler. There were no adverse patient consequences reported. No further information was provided.